Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(establishment telephone number and post office or zip code should be blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding if there were any abnormalities in the accessories used for reprocessing. The instruction manual states the detection method associated with the event in "gif-xz1200 operation manual, chapter 3¿preparation and inspection, and preventative measures in "gif-xz1200, reprocessing manual, chapter 5¿ reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.